Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that he filled a reservoir and connected the infusion set but was unable to push the plunger to manually prime. He changed the reservoir and was able to prime. Blood glucose value was 150 mg/dl. The customer was reminded that the plunger can be rotated counter clockwise to loosen air pressure. The reservoir will be returned for analysis.